Event description:
Customer reported receiving erratic readings on their precision pcx blood glucose monitor. Customer reported receiving a reading of 535 mg/dl compared to a laboratory result of 98 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. Additionally, hospital reported treating with insulin based on pcx result. There was no report of death, serious injury associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.